Manufacturer narrative:
The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, cracked battery tube threads, stained keypad overlay, stained serial number label, fading end cap address label, detached retainer, broken reservoir tube lip, and minor scratched lcd window.

Event description:
The customer reported via phone call that insulin pump had cracked. The customer¿s blood glucose level was 190 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.